Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds, high impedances and loss of capture. There is enough evidence to suggests it was caused by a lead issue. This lead was successfully replaced. No additional adverse patient effects were reported.